Manufacturer narrative:
(B)(4). Images were requested but not available for analysis. According to the conformable gore tag thoracic endoprosthesis instructions for use (IFU), the gore tag thoracic endoprosthesis is indicated for endovascular repair of the descending thoracic aorta. Additionally, the IFU states that complications associated with the use of the conformable gore tag thoracic endoprosthesis may include but are not limited to reoperation.

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis to treat a subacute type b dissection with instable pressure and pain. It was reported that the primary entry tear was at the same level of the subclavian artery. Reportedly, the lcc and lsa were covered and bypass procedures performed. Final imaging showed exclusion of the dissection and no new tears, and the patient tolerated the procedure. On (B)(6) 2016, a localized brachiocephalic trunk dissection was identified. Reportedly, it was not an extension of pre-existing dissection. It was reported the proximal dissection was a stent-induced new entry tear from the uncovered portion of the tag device. The same day, an additional surgical procedure was performed to treat the new dissection (details unknown). It was reported the additional procedure resolved the dissection, and the patient tolerated the procedure.